Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-00212, 00211. In approximately (B)(6) 2010, the patient was implanted with an ams apogee graft. It was reported that as a result of the implanted mesh, the patient experienced chronic pain, mesh erosion, hardening, worsening dyspareunia and recurrent incontinence. The patient underwent additional surgery for graft revision on (B)(6) 2010. It was also reported that the patient has "sustained permanent injury."